Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an infection in the peritoneal cavity/peritonitis. Subsequently, the patient experienced sepsis. The cause of peritonitis was not reported. It was also reported that the patient experienced stomach cramps, severe weakness in the hips and legs, bile, vomiting, diarrhea and blood in the stool. The patient was hospitalized for the events. The patient was treated with unspecified antibiotics (discontinued) for peritonitis. Pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient recovered from sepsis, specified as "completely cleared up". No additional information is available.